Event description:
After bypass was initiated a small blood leak (one drop) was noticed coming from the delphin centrifugal head. Nine drops of blood were seen during 154 min cpb run. The device was not exchanged.